Manufacturer narrative:
Product analysis the reported event could not be fully confirmed based on the single still angiogram image provided. Angiographic images demonstrating the previously deployed non-medtronic stent graft, as well as images documenting attempts to advance the valiant captivia delivery system and cross the existing stent, were not available for review. However, the severe thoracic aortic tortuosity was clearly observed in the available image and is consistent with the reported anatomy-related deliverability challenges. Product analysis the reported difficult to position could not be fully confirmed on the videos provided. Complete procedural angiogram showing attempts to position the device were not received for thorough analysis of the event. The angiogram video did not adequately allow for visualisation of the valiant delivery system within the patient. However, the anatomical factors that may have contributed to the reported difficulty were appreciable in the available imaging¿specifically the significant angulation of the thoracic aorta and aortic arch. The presence of a previously implanted stent graft within this tortuous anatomy was also evident. Any potential interaction between the implanted device and the delivery system during positioning could not be evaluated due to the limitations of the footage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A valiant captivia stent graft was intended to be implanted during emergent endovascular treatment of a 65-mm taa. It was reported that during the index procedure one non-medtronic (gore) stent graft was implanted and it was planned to subsequently implant a valiant captivia stent graft. However, due to excessive tortuosity of the patient's thoracic aorta vessel and interference of the non-medtronic stent, the valiant captivia stent graft could not reach the target position. The valiant captivia delivery system was able to reach the previously implanted non-medtronic stent but was unable to cross it. The physician decided to implant another non-medtronic (gore) stent graft via a carotid artery approach. Per the physician the cause of the event was vessel tortuosity. It was also noted that the deliverability of the valiant captivia system was affected by the previously implanted stent. No additional clinical sequalae was provided and the patient is fine.

Manufacturer narrative:
Update to coding, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.